Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). The report contains also the complaint investigation outcome. The customer reported that the hamilton-c6 experienced issues while in use on a patient. No additional information was provided. The patient was switched to another ventilator. No harm to the patient was reported. Log file analysis shows that on the reported event date, 04 february 2026, no patient was connected to the device. On that day, the service software was activated and preventive maintenance was performed. The log files further indicate that the device had entered in ambient state when the ventilation software was active, most likely while a patient was connected on (B)(6) 2025. This represents a gap of approximately 9 months and 2 days between the reported event date and the last recorded patient connection associated with the alarms tf 446029, tf 1746004, tf 431001, tf 1446029, tf 1485001, te 231009, and te 244018. It was also reported that during service software testing, at the first preventive maintenance test, a burning smell was detected and technical fault 231009 occurred which indicates that the blower is defective. The blower module was subsequently replaced. After replacement, the device successfully passed all service software checks and was returned to clinical use. Hamilton medical ag considers this case closed.

Event description:
Hamilton medical ag received the following event description: the customer reported that the hamilton-c6 experienced issues while in use on a patient. No additional information was provided. The patient was switched to another ventilator. No harm to the patient was reported. During service software and in the 1st test of the preventive maintenance a burning smell was noticed and tf 231009 appeared on screen.